Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0093899. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract. The following information was provided by the initial reporter, translated from (B)(6) to english: "no retraction of the needle. No risk for the patient but risk of exposure to blood for the user."